Event description:
Boston scientific received information that this right atrial lead dislodged twice during the implant procedure. Following pocket closure, while the patient was in recovery, the lead was observed to have again dislodged. The patient was taken back into the electrophysiology lab and the lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.